Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the posterolateral portion of the left circumflex (lcx) artery. There was a 90% stenosis and "average" tortuosity. The physician implanted an unknown size and type stent in the proximal lcx. Then, the physician went to implant the 2.50x12mm taxus express2 drug eluting stent in the posterolateral lcx, but at the proximal lcx the "stent was lifted up." The stent was removed and changed to a 2.50x8mm taxus express2 drug eluting stent. The procedure was successfully completed and no patient complications were reported. The patient condition is listed as good.